Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The specific root cause of the cable failure and the cable breakage could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
Olympus regional repair center (oerd) was informed that a customer high definition camera head was returned for service for a reported "cable break" that was detected before procedure. No patient injury or harm was reported. During the inspection and testing, a no image malfunction was observed as there was no image from the camera due the customer's reported cable break.

Manufacturer narrative:
The customer's reported issue was confirmed as the cable has a kink. Additionally, the cable is leaking and there is no image and a b30 communication error occurred due to the cable breakage. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.